Manufacturer narrative:
The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition is stated as copd and muscle weakness. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the wheel came off the rollator. The consumer was walking with rollator outdoors and the wheel allegedly came off. The consumer allegedly fell backward hurting her back, hip and her head. Initially she stated that she was injured but was not going to the doctor. Later that week, the consumer advised the dealer that she was going to the doctor. The consumer has not yet contacted the dealer back in regards to her injuries. RMA (B)(4) has been issued and the product is being returned to invacare for an inspection and evaluation.

Event description:
Customer alleges the wheel came off while being used. Minor injury alleged.